Event description:
The lead was capped and the ICD was explanted when the pt presented to the physician after receiving multiple inappropriate shocks. Double counting of t-waves as well as a drop in r-wave amplitude were observed. It is believed that this pt was having infarction. The pt has had renal disease, previous myocardial infarction, low ejection fraction, and several previous episodes of sudden cardiac death, which the device helped the pt multiple times. The decision was made to replace the entire system. The pt was hospitalized one week prior to replacement. Post induction testing after placing a new lead resulted in the device appropriately converting the pt. The pt became hypoxic and was intubated. A few days later, the pt expired.